Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and an obtuator sling and pelvisoft acellular collagen biomesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with vaginal hysterectomy. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent mccail's culdoplasty, cystocele repair with pelvisoft graft and bilateral sacrospinous ligament suspension, and cystoscopy with hydrodistention.

Event description:
It was reported that the patient concurrently underwent mccail's culdoplasty, cystocele repair with pelvisoft graft and bilateral sacrospinous ligament suspension, and cystoscopy with hydrodistention.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2011 due to pain causing inability to walk. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.